Event description:
International complaint received from affiliate. Customer reports during patient use, unknown drug leaked from the manifold. No patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The actual unit was requested for evaluation. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing.